Event description:
It was reported that pump button was extremely difficult to press and required multiple presses to activate screen. There was no adverse impact to the customer's blood glucose level. Customer followed instructions from technical support to attempt to turn on pump, then arranged for in-warranty pump replacement, planned to use multiple daily injections as backup insulin therapy, agreed to put malfunctioning pump into storage mode and return it with a prepaid label, and understood instructions to program pump settings and connect cgm on replacement pump.